Event description:
It was reported that a patient experienced severe positive dysphotopsia in the form of glare. Patient is happy with the quality of her vision but cannot tolerate the glare. In addition it was stated that the physician has tried numerous treatments to resolve the patient's issues. No additional information was provided.

Manufacturer narrative:
Patient information requested but not provided. Date of event requested but not provided. Product information requested but not provided. As the serial number is unknown, the expiration date could not be determined. Implant date requested but not provided. PMA/510(k) is unknown as the model number was not provided. Device manufacture date cannot be determined because the serial number is unknown. All pertinent information available to the manufacturer has been submitted. Placeholder.